Event description:
In 2006 the lay user/pt contacted lifescan alleging that his one touch ultrasoft lancing device was broken. The senior medical affairs spec. Spoke with the pt on same day to obtain/verify information. Pt had stopped testing regularly with the reported device due to being permanently disabled and not having enough money to puchase supplies. Pt reported that he was advised gto test 12 time daily. He had maintaining his 120mg. Starlix regimen (3 to 4 times/daily) even though he had been unable to test. Since he had stopped testing regularly, he had decided to cut down on eating. On the day on concer the pt recalled being sweaty. He attempted to test; however, he was unable to obtain a sample since the lancing device was damaged. His friend contacted the paramedics. The paramedics transported the pt to the hosp. A result of 21 mg/dl was obtained on the hospital meter. He was adminstred orange juice and a "shot". He was kept at the ER for 10 hours in order to stabilize his blood glucose levels. The pt as unable to recall when he developed symptoms in relation to attempting to test, when he was last able to obtain a lbood glucose result, results obtained on the reported meter, when the paramedics arrived, and if the paramedics tested or administered treatment prior to arriving at the ER. The customer care advocate reviewed the pt's technique used to collect the sample. The pt had been using the product according to the instructions the control solution and lancing device was replaced.